Event description:
The manufacturer received information alleging a ventilator's pressure connection was leaking. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.